Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, auto-mode switch due to far r-wave oversensing was observed. Programming changes will be made at the next appointment. Patient condition was stable.